Manufacturer narrative:
Resmed was contacted by the law firm representing the deceased's family requesting resmed to download the patient usage data from the vpapiii. Based on the information available, it is unclear whether the patient was using the unit at the time of death. The device was sent to the design facility in sydney australia for an engineering evaluation.

Event description:
Resmed was made aware of a patient death. It was reported that the deceased was using a resmed vpap iii at the time of the incident. It was reported to resmed that the death occurred in (B)(6) 2012.